Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device"), ankylosing spondylitis ("autoimmune disorder type of disorder: ankylosing spondylitis"), gastrointestinal disorder ("bowel issues"), blindness ("vision/eye problems type: blindness"), kidney infection ("infection (bladder/urinary tract/vaginal) type: bladder, uti, kidney") and cyst ("cysts") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included anemia, lumbar disc degeneration, seizures, spinal column stenosis, pyelonephritis, fibromyalgia and gastrointestinal bleed. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), gastrointestinal disorder (seriousness criterion medically significant), blindness (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), cyst (seriousness criterion medically significant), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), neck pain ("neck pain"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, uti, kidney"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder, uti, kidney"), depression ("psychological or psychiatric problems condition: depressed"), anxiety ("psychological or psychiatric problems condition: anxiety,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("back pain"). The patient was treated with surgery (to remove the essure), surgery (unilateral salpingo-oopherectomy, total hysterectomy (uterus and cervix removed)), surgery (emergency colostomy) and surgery (oophorectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, ankylosing spondylitis, gastrointestinal disorder, blindness, kidney infection, cyst, endometriosis, vaginal haemorrhage, neck pain, menorrhagia, cystitis, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea and back pain outcome was unknown. The reporter considered allergy to metals, ankylosing spondylitis, anxiety, back pain, bladder disorder, blindness, cyst, cystitis, depression, device dislocation, dysmenorrhoea, endometriosis, gastrointestinal disorder, headache, kidney infection, menorrhagia, migraine, nausea, neck pain, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr received: new events:device dislocation, ankylosing spondylitis, blindness,kidney infection vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, , depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, back pain, neck pain were added. The previous events cyst nos and gastrointestinal disorder were made serious due to respective surgeries.reporter, patient demographic information added. Product start date updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), cyst ("cysts") and gastrointestinal disorder ("bowel issues"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, endometriosis, cyst and gastrointestinal disorder outcome was unknown. The reporter considered cyst, endometriosis, gastrointestinal disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.